Manufacturer narrative:
Examination of returned device found the sutures and inserter in functional condition. The device is described in the surgical technique to require proper placement of the anchor through the meniscus. If not properly positioned the anchors will pullout without resistance. The angle of insertion is also a critical step that if not followed can cause improper positioning.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number three states, "inadequate fixation at the time of surgery can increase the risk of loosening and migration of the device or tissue supported by the device." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This medwatch is being filed for three (3) devices from the same lot.

Event description:
It was reported that patient underwent an acl and meniscal repair procedure on (B)(6) 2012. During the procedure, an anchor from fixation device pulled out three separate times. The procedure was completed using competitor's product, but only after a delay of more than half an hour had occurred.